Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had the electrode misplaced. One electrode was calcified to the brain, so only one electrode could be used. It was unknown when the event occurred and what symptoms there were. The consumer did not want to provide any identifying information on the patient involved and had no further information on the event. The patient's indications for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.